Event description:
The casing is stiff and it doesn't fit the reamer after cleaning the surgeon used another reamer to continue the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.